Event description:
It was reported that the device went to elective replacement indicator 4 days after the software upgrade. Possible premature battery depletion due to high battery impedance is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted along with high battery impedance resulted in elective replacement indicator (eri). The battery depletion indicated eri, and eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. The (B)(4) version 8 software was installed on 12 may 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted along with high battery impedance resulted in elective replacement indicator (eri). The battery depletion indicated eri, and eri caused by high battery impedance noted on (B)(6) 2011 prior to explant. The ramware version 8 software was installed on (B)(6) 2011.